Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus tip position on the touch screen was out of calibration. Analysis also noted that an error occurred during startup, an error was found in the software history, and the printer switch was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.